Event description:
It was reported that the silastic foley catheter was difficult to remove and was getting stuck in the urinary tract. One patient reportedly had to have the catheter removed in interventional radiology. Per additional information received from the complainant via email on 10jan2020, it was note that the patient required CT guided puncture of the balloon through the abdomen.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Per the general inspection, three of the ten unopened returned catheters were reviewed. Catheter 1 was removed from its packaging. The catheter was inflated with 35 ccs of air using a 10 cc leur lock syringe. There were no issues during inflation. The catheter was then attempted to be passively deflated. The deflation stopped at one point, but after pushing the syringe further in , the rest of the balloon deflated with no issues. The process was then repeated with 35 ccs of water. There was no issues with inflation or deflation. Catheter 2 was removed from its packaging. Catheter 2 was inflated with 35 cc of air using a 10cc leur lock syringe with no issues. The catheter was then deflated passively with no issues noted. The process was then repeated with 35 ccs of water with the same results. Catheter 3 was removed from its packaging. Catheter 3 was inflated with 35 cc of air using a 10cc leur lock syringe with no issues. The catheter was then deflated passively with no issues noted. The process was then repeated with 35 ccs of water with the same results. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the silastic foley catheter was difficult to remove and was getting stuck in the urinary tract. One patient reportedly had to have the catheter removed in interventional radiology.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Correction: b2 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the silastic foley catheter was difficult to remove and was getting stuck in the urinary tract. One patient reportedly had to have the catheter removed in interventional radiology. Per additional information received from the complainant via email on 10jan2020, it was note that the patient required CT guided puncture of the balloon through the abdomen.